Manufacturer narrative:
The customer's complaint that unit changes feed by itself could not be duplicated. The unit was powered up on battery and passed post. Ac power was connected and the unit was observed to charge. A feed/flush set was connected and unit was started feeding at a rate of 125 ml/h. The unit was allowed to feed overnight. The feed rate did not change. Recertification testing was performed and the unit passed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit changes feed by itself. Per additional information received from the customer, the unit under del ivered the formula by 50ml. There was no patient harm.